Manufacturer narrative:
Article citation: novak-laus, katia et al., "subconjunctival fragmentation of a previously efficient xen gel stent implantation and successful bleb formation: a case report." Acta clin croat, vol. 58, no. 4, 2019 pp. 767-770. Further information from the corresponding author regarding event, product, and patient details has been requested. No additional information is available at this time.

Event description:
The journal article "subconjunctival fragmentation of a previously efficient xen gel stent implantation and successful bleb formation: a case report" noted a patient had poorly controlled iop so xen 45 gel stent implantation occured. Implantation was successful in both eyes. Three months after the surgery, at the regular follow- up visit, it was noticed that three fragments of the subconjunctival part of the xen gel in the patient¿s left eye, as shown by slit-lamp and anterior segment optical coherence tomography. The iop was 14 mm hg despite the fact that there was no bleb formation in the area of previous xen implantation. Gonioscopic view showed the intracameral part of the implant to be correctly located inside the schlemm¿s canal. There were no adverse events noted in the right eye.